Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event that the patient controller/programmer displayed message, ¿comm to ipg interrupted -off-" was confirmed. As-received, the ipg communicated with all lab utilities and the patient programmer displayed the message ¿comm to ipg interrupted -off-.¿ the programmer message was cleared with the patient programmer by saving new stimulation parameters in the ipg. After this, the ipg was functionally tested and passed all testing. The ipg charged normally with lab equipment.